Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer's blood glucose level. Technical support guided caller through pump reset, confirmed malfunction did not recur, advised that pump use could continue, and instructed caller to call back if any malfunction code returned, which caller understood.